Event description:
The device was used during a procedure on the bowel. Reportedly, the staples did not form on tissue. The surgeon applied another device to correct the condition and stated there was minimal tissue loss. The hosp reported the pt's condition is satisfactory.